Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that while in the intensive care unit the md inserted the spring wire guide (swg) into the pt's right femoral artery using the seldinger technique. The dilator was inserted and then the super arrow-flex (saf) sheath was inserted into the pt's right femoral artery. The intra-aortic balloon (iab) was inserted into the saf sheath and about 1/2 of the device was introduced when the iab became stuck in the saf sheath. The md could not remove the iab or advance the iab through the saf sheath. As a result, the md urgently removed the iab and saf sheath as one unit. The pt rec'd a large hematoma in the right femoral insertion site. Another iab was inserted. There was no reported pt death. Medical/surgical intervention was not required. The intra-aortic balloon pump (iabp) therapy was delayed until the iab and saf sheath were removed and replaced. There were no reported pt complications. The pt outcome is fine.